Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown humeral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, sales rep was notified that the surgeon is going to remove a tibial nail and a humeral nail that was used as a static knee spacer. These will be replaced with new nails because the knee is still not healed. No direct complaints about the devices were communicated. This removal will take place on (B)(6) 2022. No further information provided. This report is for one (1) unk - nails: humeral. This is report 2 of 4 for complaint (B)(4).